Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent fluctuations in impedance measurements with no conclusive evidence of a product malfunction; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this remote communicator of this device displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed, and the patient was referred to contact their clinic regarding the red call doctor icon. Upon review of the data, it was noted that this device exhibited out-of-range pacing impedance measurements on the right ventricular (rv) lead. At this time, this product remains in service and there were no adverse patient effects reported.

Event description:
It was reported that the patient with this remote communicator of this device displayed a red call doctor icon. Subsequently, troubleshooting efforts were performed, and the patient was referred to contact their clinic regarding the red call doctor icon. Upon review of the data, it was noted that this device exhibited out-of-range pacing impedance measurements on the right ventricular (rv) lead. At this time, this product remains in service and there were no adverse patient effects reported.